Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump was cracked around the reservoir and the ring had fallen off. The customer¿s blood glucose was 150 mg/dl at the time of the incident. It was reported that the insulin pump does get bumped and dropped. The customer stated that the reservoir was not able to lock in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.